Event description:
The reporter claimed that both the audio and vibration alarm on the animas insulin pump is not working. When the cartridge was low/empty, there was no audio alert. The pump was set to vibrate when bolus insulin is given remotely but it never did. There was no product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate bolus history.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm the reported issue of nonfunctioning alarms. The pump was powered up and both the audio and vibratory alarms functioned. The black box showed several low cartridge warnings. Reproduced low cartridge warning with both audio and vibratory, and both alarms functioned correctly. Paired pump and transmitter and sent a remote bolus and pump vibrated. Audio alarm was within specifications. The pump was removed from the case to inspect audio and vibratory circuits. No defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).